Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issues of it measuring lower peep (positive end expiratory pressure) than set and having low exhaled tidal volume (vte) levels was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then observed through functional and performance testing. During the device's evaluation ventec was not able to duplicate the reported patient circuit disconnect alarm, however, the ift issue that resulted in the device measuring low peep and low vte could cause the device to also display the patient circuit disconnect alarm. Therefore it's reasonable to conclude that the replacement of the ift also resolved the reported patient circuit disconnect alarm. The investigation determined that the cause of the reported issues was the ift.

Manufacturer narrative:
The device has not yet been returned to ventec for an evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
A third party service provider contacted ventec to report that their device had low peep (positive end expiratory pressure) readings, its exhaled tidal volume (vte) levels were low and the device was giving patient circuit disconnect alarms. There was no patient involvement associated with the reported event.